Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v534612, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via a company representative that therapy was not effective for long term. The healthcare provider replaced lead with new lead that stimulated the pudenda nerve. When replacing the new lead, they discovered under fluoroscopy that the first lead had move significantly deeper from initial placement. The lead was explanted and discarded. It was indicated that there were no issues other than lack of efficacy. This likely from lead moved significantly deeper. The cause of issue was unknown. The issue was resolved at time of the report. The patient's indication for use was urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.